Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - impact code - f1004 underdose. H6: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 2 days after the sensor was inserted in the abdomen. The cgm was reading low, and the patient felt low. The patient was treated with copious carbohydrates without checking the bg. The cgm would rise to 70-80 mg/dl. Then he would get another low alarm 15 minutes later. The patient suspended insulin delivery from the omnipod pump and eventually removed it for fear of hypoglycemia. About 3 hours later, the patient experienced leg cramping, nausea, malaise, and speech changes. He presented it to the hospital. At the hospital, the bg was 1260 mg/dl and the estimated glucose value (egv) was 44 mg/dl. The patient was hospitalized in intensive care unit (ICU) overnight and treated with an insulin drip and regular insulin injection. There was no documentation of further medical evaluation or intervention for hyperglycemia. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. Product was provided for investigation; an external visual inspection was performed and passed however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.